Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of repeated use and has the post feature fractured off. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A fractured provisional was received via the worn instrument return program. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of repeated use and has the post feature fractured off. Device history record was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A fractured provisional was received via the worn instrument return program. It was reported that no further information is available.